Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a couple of incidents with alerts and the patient was not receiving all chemotherapy. The event occurred during infusion and the whole amount was not delivered. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a last error code 1310 (real time clock connection issue). Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The real time clock (rtc) battery was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.